Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose was 126 mg/dl. After troubleshooting was done, the customer was advised to perform a self test. Customer stated that the insulin pump vibrated during the vibrate test. The customer was advised to monitor the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.